Event description:
It was reported that the ilet device sustained external damage when the screen was accidentally cracked, while the touchscreen functionality remained intact and the user continued normal use. Symptoms included no adverse health effects. Outcomes included no clinical impact and no alerts or alarms. Investigation included customer consultation and user education regarding device function and monitoring for any worsening of touchscreen performance. Investigation of this case revealed a damaged display component without functional impairment of the touchscreen, consistent with cosmetic or noncritical hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.